Event description:
The customer reported via telephone call that the insulin pump ran out of insulin and then they had issues with rewinding. The customer's blood glucose reading was 278 mg/dl. The customer's spouse was able to completed the rewind sequence and connect the insulin pump to the customer over the phone. The customer was in the hospital due to heart failure. The customer blood glucose at the time of the call was 500 mg/dl. Customer reported that the blood glucose was high due to steroids.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.